Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11b16033 and h11a17025 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a consumer from the USA of fever and peritonitis with culture positive for acinetobacter species in a male coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced a fever and was hospitalized on the same day. On an unknown date in (B)(6) 2011, the patient was diagnosed with peritonitis that was manifested by abdominal pain and "very gunky looking" pd effluent (onset (B)(6) 2011). On an unknown date, treatment was started with fluconazole and a six day course of levofloxacin (dose, frequency, start/stop dates not reported). On (B)(6) 2011, the patient was recovering and was discharged. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated that the events of fever and peritonitis with culture positive for acinetobacter species were unrelated to dianeal therapy.